Event description:
It was reported that a message that the programmer wand was out of range was identified during efforts to interrogate this device. The device was subsequently explanted and returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
This device is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device did not pass the telemetry portion of the automated electrical testing. A boston scientific laboratory engineer manually performed the wakeup pulse test. The engineer confirmed a shortened radio frequency (rf) wakeup pulse that was due to the internal crystal component, which resulted in the inability to interrogate the device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a message that the programmer wand was out of range was identified during efforts to interrogate this device. The device was subsequently explanted and returned for evaluation. No additional adverse patient effects were reported.